Event description:
It was reported that a malfunction alarm occurred with the customer's pump. The customer's blood glucose level was recorded at 150 mg/dl, which is within the normal range. The customer awaited a replacement pump as the malfunctioning pump was expected to be returned for further examination.